Event description:
The patient received two trial scs leads (same lot) on (B)(6) 2011. The patient reported experiencing strong headaches during the course of the trial. The physician could not determine if the headaches were procedure related. The trial scs leads were removed as scheduled on (B)(6) 2011. Follow up information revealed the patient's headaches have resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.